Event description:
A physician successfully positioned and deployed a stent in an unspecified location in 2006. On three days later, the pt was in renal failure and treatment is ongoing. On eleven days later, the pt experienced sepsis of unknown origin.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.